Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
Oracle ro (B)(4): it was reported that the pump won't finish booting up and alarms constantly. No patient injury was reported.

Manufacturer narrative:
H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the device labels and tamper seals were all intact upon receipt. Errors were found in the ehl (event history log) multiple times. The customer reported problem was not duplicated during the investigation. The root cause of the reported problem could not be determined. Replaced the downstream sensor and re-installed the device software. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: b5: correction: describe event or problem: updated, d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.

Event description:
Additional information was received by the manufacturer on (B)(6)2022 via email and attached to complaint object: there was no patient harm to the patient or anybody else while using the infusion pump.